Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report of a damaged IV catheter was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed the needle protruding through a 24g insyte autoguard catheter tubing near the tip. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features on the submitted photograph did not contain enough information to identify a specific root cause of the reported event. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle pierced the catheter. The following information was provided by the initial reporter: angiocath split during insertion. There have been no injuries to the patient due to this issue.